Event description:
The customer observed false positive architect total b-hcg results for one 32-year-old female patient who was preparing for a drug trial (customer will not provide details on the drug trial). On (B)(6) 2026, the initial architect total b-hcg result for sid (B)(6) was 192.03 miu/ml (positive). No retest was performed then, and the result was reported to the clinic. The clinic questioned the result and delayed the drug trial. On (B)(6) 2026, a new blood sample was drawn sid (B)(6). The architect total b-hcg test result was <1.2 miu/ml (negative). Simultaneously, the original blood sample (sid (B)(6) was retested (sample number (B)(6), and the architect total b-hcg test result was also <1.2 miu/ml. The hcg test using colloidal gold showed a negative result. The only reported impact to the patient was the delay in the drug, no other details or information provided. No further impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 7k78 that has the same product distributed in the us, and 510k/PMA/bla of k983424. Section a1 patient identifier reached the max character limit; the full ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The data and information provided by the customer were reviewed and supported the complaint issue without indication of any additional issues. A search for similar complaints did not identify an increase in complaint activity for lot 76393ud02. A review of tracking and trending for the architect total. Hcg assay did not identify any trends related to the complaint issue. A review of the device history record did not identify any non-conformances, potential non-conformances or deviations with lot number 76393ud02 and the complaint issue. The overall performance of architect total. Hcg reagents in the field was reviewed using data gathered from customers worldwide. The median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of labeling was performed and found to sufficiently address the customer¿s issue. Based on our investigation, no systemic issue or deficiency was identified with the architect total. Hcg reagent, lot number 76393ud02.

Event description:
The customer observed false positive architect total b-hcg results for one 32-year-old female patient who was preparing for a drug trial (customer will not provide details on the drug trial). On (B)(6) 2026, the initial architect total b-hcg result for sid (B)(6) was 192.03 miu/ml (positive). No retest was performed then, and the result was reported to the clinic. The clinic questioned the result and delayed the drug trial. On (B)(6) 2026, a new blood sample was drawn sid (B)(6). The architect total b-hcg test result was <1.2 miu/ml (negative). Simultaneously, the original blood sample (sid (B)(6)) was retested (sample number (B)(6)), and the architect total b-hcg test result was also <1.2 miu/ml. The hcg test using colloidal gold showed a negative result. The only reported impact to the patient was the delay in the drug, no other details or information provided. No further impact to patient management was reported.